Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set; there were no pump alarms, no noted leaks, and insulin delivery was not reported as stopped, and the user was guided through an infusion set change with subsequent glucose improvement. Symptoms included elevated blood glucose. Outcomes included the need for self-administered backup therapy without professional medical intervention and no immediate health effects. Investigation included user troubleshooting and education by phone. Investigation of this case revealed no device alarms or confirmed delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.